Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager failed to open. Station showed a failed hardware icon, but when the customer tried to reboot and recover storage space, nothing was listed and unable to access the refrigerator. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager latch assembly needed replacement due to wear and tear. A field service engineer (fse) replaced the components to resolve the issue and customer confirmed that the station was working properly. The system functioned as intended after the field service engineer repaired the device.